Event description:
The customer reported that during an acl procedure, the tip of the screwdriver broke off inside the screw while being inserted into the patient's knee and could not be retrieved. It was reported that the patient is doing fine and no additional surgery is planned.

Manufacturer narrative:
Investigation results: an evaluation of this device was not performed as the product was not returned. A review of product history for the past 2 years found a similar failure which was related to excessive torsional force being applied to the driver during use. Conmed linvatec will continue to monitor this product for failures.